Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired due to unspecified cause. At the time of the patient's death, there were no product performance allegations. New information received indicates that the patient's family has retained legal counsel and filed a lawsuit. There were no allegations that the device caused and/or contributed to the patient's death.

Manufacturer narrative:
Not returned. As of this report, the device is not included in any advisory populations. The device has not been returned for analysis. There is not additional information related to this event, if additional information becomes available, this event will be updated.